Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid analysis confirmed the reported tel-c failure condition. However, after the tel-c status registers were cleared, tel-c became available, and it remained fully functional through the rest of the analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an observation on the quicklook screen stating that "wireless telemetry is no longer available for this device". It was now later reported that the device has been explanted and replaced and that the device was at normal elective replacement indicator (eri) at the time of replacement. No patient complications have been reported as a result of this event.